Manufacturer narrative:
The field service engineer checked rinse volume and gear pump pressure; these were acceptable. Precision studies were performed. Calibration and controls were run and all results were within established ranges. Calibration and controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received higher than expected results for two patient samples tested with ca2 calcium gen.2 and ise indirect k for gen.2 on a cobas 6000 c (501) module at the customer site and an unknown cobas 8000 analyzer used at a second site. The initial values were reported outside of the laboratory where they were questioned by a physician. The reporter stated that the calcium and k results measured from the samples did not agree with the clinical picture of the patients. This medwatch will apply to calcium. Please refer to the medwatch with patient identifier (B)(6) for information related to k. The first patient sample initially resulted with a calcium value of 10.1 mg/dl accompanied by a data flag. The sample was repeated, resulting with a value of 10.3 mg/dl accompanied by a data flag. The sample was repeated at a second site on a cobas 8000 analyzer, resulting with a value of 10.0 mg/dl accompanied by a data flag. The second patient sample initially resulted with a calcium value of 10.4 mg/dl accompanied by a data flag. The sample was repeated, resulting with a value of 10.6 mg/dl accompanied by a data flag. The sample was repeated at a second site on a cobas 8000 analyzer, resulting with a value of 10.4 mg/dl accompanied by a data flag. The serial number of the customer's c 501 analyzer is (B)(4). Calcium reagent lot number 468392 was used on this analyzer. The model and serial number of the cobas 8000 analyzer used at the second site was requested, but not provided. The calcium reagent lot number and expiration date used on this analyzer was requested, but not provided.